Manufacturer narrative:
Analysis of the pump found overinfusion, though the root cause was undetermined. During analysis it was found that the expected reservoir volume was 4.8ml but the actual residual volume pulled from the pump was 0ml. (B)(4).

Event description:
It was reported that the pump was removed prophylactically to avoid in-vivo battery depletion. The patient¿s status after the device was removed was ¿recovered without sequela.¿

Manufacturer narrative:
Additional anomalies were found during destructive analysis and included a deformed pump head on the pump. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via psr (product surveillance registry). On 14-01-2014 the patient reported significant discomfort with the pump site right below their ribs secondary to severe scoliosis. The pump had an estimated 17 months left until the battery depletion. The decision was made to replace the pump at another location that would not cause discomfort due to pump positioning. The pump was replaced (B)(6) 2014. The outcome was resolved without sequelae (B)(6) 2014. Etiology of the event was related to the device or therapy and implant procedure. The pump was delivering clonidine 1,500.0 mcg/ml; 780.2 mcg/day, fentanyl 5,000.0 mcg/ml; 2 ,600.8 mcg/day and bupivacaine 15.0 mg/ml; 7.802 mg/day.